Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty printed circuit board could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that a demo asset was returned with no complaint from the end user. During the incoming inspection, an olympus technical services engineer noted that an image freeze was found on the evis exera iii video system center. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during incoming inspection and evaluation.

Manufacturer narrative:
The olympus technical services engineer determined during evaluation, that the image freezing was due to a printed circuit board failure. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.